Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a login issue. The customer stated that the emergency medical technician users were affected, while others could sign in and there was no delay in the dispensing of the medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a login issue. A technical support specialist identified login errors due to account locked and provided solutions. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.